Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 03:45:57. During night drain cycle nine, the patient's ultrafiltration reading was 452ml, indicating the home patient (hp) drained 452ml more than their maximum programmed fill volume of 750ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.